Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the sensor cannula is missing. The customer was advised that we are sending replacement.

Manufacturer narrative:
A complete analysis and testing of opened and used enlite sensors. Performed a visual inspection found 1 of the 3 sensors cannula was retracted inside of the sensor base, inspected all of the returned sensors for broken parts none were found. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.